Manufacturer narrative:
In this case, returned device analysis identified minor difficulty advancing the proxy cds through the sgc and minor difficulty removing the proxy cds from sgc as slight resistance was noted upon cds advancement and removal at the soft tip area. However, no force was needed to advance or remove the cds from the sgc. Additionally, it was noted that the inner braided shaft of the sgc was peeling. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, while the difficult cds advancement and removal appears to be due to the observed sgc inner shaft peeling, however, a cause for the inner shaft peeling cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Two mitraclip xtws were implanted and reduced the mr to grade 1. It was noted that both clip delivery systems (cds) experienced resistance from the distal tip to the radiopaque ring of the steerable guide catheter (sgc), during advancement and retraction. Movement of the cds could only be achieved with force. It felt as if something in the lumen of the sgc blocked movement. Once the cds passed the distal tip to radiopaque ring, movement was normal. The procedure was completed and the mr was reduced to grade 1. There were no adverse patient effects. The issue was reproduced during post-procedure handling with another cds.